Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative, due to the use of the device in the process of removing cervical polyps by hysteroscopy, the patient complained of pain in the use process. The bleeding of the patient was not stopped seven days after use. Bleeding did not exceed 500cc. Hospitalization was not prolonged. The condition was improved after symptomatic treatment. They used sutures to resolve the bleeding and antithrombotic coagulation drug after surgery; the specific drug name was unknown. The surgeon did not encounter any error during surgery. The patient was discharged from the hospital in a healthy state.